Event description:
It was reported that an integrated apd set w/cassette experienced a connection issue. Further described as ¿connection was not good¿. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date: the event occurred on an unspecified date in 2021, further described as "several months ago".(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.